Event description:
A surgeon reported observing glistenings in two intraocular (iol) lens implants when opened and prior to implantation. Additional information has been requested. There are two medical device reports associated with this file. This report is for the second lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).